Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 1.1, along with all of its pockets, had failed to be detected on the bus. A field service engineer diagnosed the issue due to loose connection on the row board header cable. The engineer replaced the defective row board cable and tested the drawer in the hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed with an error message like device not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.